Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2008 after the use of the product.

Manufacturer narrative:
This is one event reported on the same pt involving two separate products; associated with mdrs # 1225714-2013-02202, 02203.

Manufacturer narrative:
Additional information was received and for date of death and date of event were updated accordingly. This is one of two device reports associated with this event 1225714-2013-02202, 1225714-2013-02203.